Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed, upon completion of the investigation.

Event description:
A hemodialysis user facility has reported that during treatment an internal blood leak occurred. The facility reported that the leak was observed immediately. Estimated blood loss was 300 cc's. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample available.